Event description:
The user facility reported experiencing poor gas transfer during a bypass procedure. The oxygenator was changed out and the case was completed. The user facility would not explicitly confirm the patient's condition, but stated that they are progressing. Additional event specific information was not available.